Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function. The following information was provided by the initial reporter and translated to english. The customer stated: "during the procedure of insertion of the syringe with serum to maintain the scalp, and in the glycemic curve procedure, the rubber that covers the distal needle of the scalp does not return, keeping the needle apparent and extravasating blood."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for sleeve side pierced/recovery was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure modes sleeve side pierced/recovery. From the pictures provided, it was considered the reported event occurred due to the side-pierced rubber sleeve. Side-piecing of rubber sleeves could be attributed to the manufacturing process or the method of use. However, the cause could not be specified because further investigation could not be conducted without the lot number as the product concerned is manufactured in multiple factories and there is no telling which factory manufactured the reported product. In case similar event happens in the future, we advise customer provide more details such as lot number and/or return samples for investigation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set there was poor sleeve function. The following information was provided by the initial reporter and translated to english. The customer stated: "during the procedure of insertion of the syringe with serum to maintain the scalp, and in the glycemic curve procedure, the rubber that covers the distal needle of the scalp does not return, keeping the needle apparent and extravasating blood."